Manufacturer narrative:
Ni

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site on 4/2/2015 to assess the unit. No odor/smell was confirmed, and the unit was within specifications. No parts were replaced. The customer stated they no longer are using this unit and it has been scrapped. Since odor/smells could not be confirmed, this complaint is no longer considered a reportable event.

Event description:
An international customer reported an event of an odor emitting from the sterrad® 50 sterilizer. There was no report of any human reaction. A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury event dated (B)(6) 2014.